Event description:
The customer reported that they energy delivered was out of spec.

Manufacturer narrative:
The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.